Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. Review of the manufacturing records for batch (B)(4) confirmed that the devices in this batch met all applicable specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The 75% stenosed target lesion was located in the moderately calcified and mildly tortuous superficial femoral artery (sfa). Following pre-dilation, a 7 x 80 x 130 innova¿ stent was advanced contralateral over a .035 non-bsc guidewire to the target lesion and stent deployment was initiated. After approximately 3/4 of the stent was deployed, the thumbwheel stopped spinning and the remaining 15-20mm of the stent could not be deployed. The physician pulled back on the delivery catheter deploying the remaining stent. The stent was deployed in the sfa, was fully deployed and well apposed, and was not stretched or fractured. No other intervention was required to complete the procedure. There were no patient complications and the patient is in good condition.